Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni¿) results, for several patients, involving the access® accutni¿ used in conjunction with the unicel® dxc 600i synchron® access® clinical system. The elevated results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of the patients' samples produced lower results, within the normal reference range of the assay. The amended results were issued to the hospital. The patients' samples were centrifuged at 4,200 rpm (rotations per minute) for seven or ten minutes, at room temperature. No sample integrity issues were noted. Data analysis indicates calibration and system check were performing within assay and instrument specifications at the time of the incident. No system issues were noted. The instrument was in normal operation.